Event description:
Boston scientific received information that this patient passed away during this implantable cardioverter defibrillator (ICD) implant procedure. The patient was reportedly extremely sick prior to the case. The patient's blood pressure remained normal throughout most of the procedure, but dropped just before this ICD was implanted. A balloon pump was placed, and an attempt was made to externally pace the patient, but the patient passed away while in the critical care unit (ccu).

Manufacturer narrative:
The physician has no allegations against the device or leads causing or contributing to the patient's death. An echocardiogram verified that no perforation or dissection occurred during the procedure. The device and leads were buried with the patient, and will not be returned to boston scientific. No autopsy was performed. This event will be updated if any additional information becomes available.